Manufacturer narrative:
The reported event of the loose or intermittent connection was confirmed. The device was returned for analysis. Analysis revealed the user of the torque wrench erroneously inserted the torque wrench into the setscrew inset. The user did not align the wrench tip with the inset of the setscrew such that the wrench tip would fully insert into the inset. The user forced the wrench into the inset walls, preventing the wrench from engaging with the inset and tightening the setscrew. This then caused rounding of the inset, which further prevents tightening with the provided torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the setscrew of the pacemaker failed to secure. The pacemaker was not used and replaced during the procedure. The patient was stable.